Event description:
On (B) (6) 2009, a pre-transfusion work-up was performed on a patient sample with a history of anti-e. Antibody screen was positive; panel testing performed in a manual gel using ortho reagents confirmed the presence of anti-e. The customer performed crossmatch/compatibility testing on the ortho provue analyzer using the sample and 2 donor units obtained compatible/negative results. The patient was transfused with the 2 units. It was later determined that the lab had failed to perform antigen typings on the units crossmatched prior to transfusion. Testing indicated that both units were e+. Repeat testing performed on the provue and manuel ge. Provue yielded compatible results. Manual gen yielded 2+ incompatible results with both units. The customer indicated that the patient is asymptomatic; has been discharged from hospital and is doing well. Ocd medical affairs has determined that a serious injury has not occurred.

Manufacturer narrative:
An ocd field engineer visited the site and performed required maintenance. A review of the log files and tif images revealed the camera brightness was set to 130, which was out of specification. The fe adjusted the camera brightness to 113, performed system optimization and 1 year preventative maintenance to return the instrument to expected operation. On (B) (6) 2009, ocd second level support reviewed the wadiana logs and indicated that the analyzer did not post any error messages during testing. The temperature was 36.9. Analysis of the tif images could not be reviewed, since they were not captured at the initial time of the incident. Bitmap images were received for the batches in question, but were inconclusive. Discussed sample preparation requirements per ortho provue user's guide. The customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).